Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed with tandem technical support and customer noticed cartridge was not pushed all the way into the pump. Caller pushed cartridge into pump and redelivered insulin to address the issue. Customers blood glucose was 150-200 mg/dl at the time of event.